Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that the patient stated that she is experiencing severe pain when she tries to sit down and stated that the stimulation was causing her to feel a shocking feeling when she increased her setting. The patient also mentioned that she had experienced diarrhea as well. Additional information  was received on (B)(6) 2021 indicating that the patient is concerned that she hasn't had a bowel movement since (B)(6) 2021. The patient was referred to her doctor. No further complications were reported at this time.